Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the hospital after receiving multiple antitachycardia pacing therapies and high voltage therapies. Upon interrogation, the episodes showed an svt with short runs of pvc's and potentially some non-sustained vt. The therapies were inappropriate. Programming changes were made. The patient was stable throughout the device interrogation and will continue to be monitored going forward.